Manufacturer narrative:
H3/h6: the suspect device was returned for evaluation. Review of the event history log (ehl) confirmed an error code 41622. Service history identified that no previous repair has been noted in the past 12 months. The visual inspection showed the downstream occlusion (dso) seal was loose. Functional testing was performed. The cause of the issue was due to a defective main board. Replaced dso seal and main board.

Event description:
It was stated that after pre-filling, the device displayed the error message ¿system error 41622 detected 1003¿. There was patient involvement/ no adverse event reported. Evaluation of the returned device confirmed the reported issue "pump shows error code 41622" was due to a defective main board.